Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was inoperative. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04jan2019. Date rec¿d by MFR: 03jan2019. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The fse attempted to calibrate the touchscreen but it would not respond to touch. The manufacturer¿s field service engineer (fse) replaced the touchscreen, tested the unit and calibrated the touchscreen. The unit is fully operational and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.